Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: not explanted as of this report, issue with seroma, autoimmune reaction. Manufacturer¿s reference number: (B)(4).

Event description:
Medwatch number: mw5086298. It was reported that a (B)(6) year-old female patient who underwent breast implant surgery procedure with mentor medical devices (smooth high profile xtra 415cc date of implant (B)(6) 2018) developed bilateral seroma. The patient also reported autoimmune disorder (hashimoto¿s syndrome). This case was not confirmed by a healthcare professional. No further information is available at this time. Should more information become available, this case will be re-assessed and notes will be updated. This report is for the left side.

Manufacturer narrative:
On 7/4/2019, the manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).